Manufacturer narrative:
E1: patient city: (B)(6), patient country: argentina. H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in argentina patient was admitted to the hospital on (B)(6) 2025, due to an incident involving a bent cannula in their infusion set. The patient's blood glucose reading was significantly elevated at 500 mg/dl. Treatment involved administering both bolus and basal insulin. The patient experienced symptoms including vomiting. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted lot number, expiration date and UDI number under d4 and manufacture date under h4. Unomedical hereby submits this supplemental report as part of its complaint remediation activities conducted under a CAPA/FDA action plan. This submission includes a retrospective reassessment of previously evaluated complaints. Unomedical is providing this supplemental information in accordance with the reporting requirements set forth in 21 cfr part 803. Any fields left blank indicate that the information is unknown, unavailable, or remains unchanged. Additional information - this MDR is being submitted to include the below: h6: investigation results under investigation findings, investigation conclusions h11: investigation summary complaint investigation results: electronic quality management system (eqms) search: a query was run in the eqms on (B)(6) 2026 against "lot number 6006168 and similar malfunction code(s): soft cannula bent/kinked/crimped after removal - blockage, soft cannula found bent upon removal from infusion site, soft cannula found crimped upon removal from infusion site, soft cannula and introducer needle found bent/kinked during insertion, unable to use soft cannula found kinked upon removal from infusion site, the review confirmed that lot 6006168 and the identified failure mode are not associated with any ncrs or corrective and preventive action (CAPA) plan of the same or similar nature. Similar complaints search: a query was run in the eqms on (B)(6) 2026 against "lot number" criteria equal 6006168 and similar malfunction codes: soft cannula bent/kinked/crimped after removal - blockage, soft cannula found bent upon removal from infusion site, soft cannula found crimped upon removal from infusion site, soft cannula and introducer needle found bent/kinked during insertion, unable to use soft cannula found kinked upon removal from infusion site. The count of complaint is 17. Escalate to CAPA determination for statistical analysis. Device history record (DHR) review: the lot 6006168 was manufactured according to the work instruction (wi) version 78 and manufactured in the multivac 12 on 19-mar-2024 with a total of (B)(4) units. The assembly: the lot 4c02218 was assembled according to the work instruction (wi) version 27 and manufactured on 19-mar-2024, with a total of (B)(4) units. The lot 4c02219 was assembled according to the work instruction (wi) version 27 and manufactured on 20-mar-2024, with a total of (B)(4) units. The lot 4c02220 was assembled according to the work instruction (wi) version 27 and manufactured on 20-mar-2024, with a total of (B)(4) units. The sub-assembly gluing of tubing, of the lot 4c02186 was manufactured according to the work instruction (wi) version 41 and manufactured in the gluing machine 04 -08, on 16-mar-2024, with a total of (B)(4) units. The device history record (DHR) was reviewed in accordance with applicable procedures. All required in-process and final tests were completed and met specified requirements. No deviations were identified, and no maintenance events were recorded that relate to the complaint code. Conclusion: DHR review supports compliance with manufacturing and quality requirements; no issues noted. Visual evidence review: no photo was provided to support visual confirmation of the reported issue. Conclusion: unable to perform visual verification; assessment based on available documentation only. Retain samples from the relevant lot were requested and tested in accordance with approved procedures: work instruction (wi) - guidance for visual testing for complaints area (version 3): all 3 samples tested passed visual inspection. Wi - guidance for functional testing for complaints area (version 2): all 3 samples tested passed the static pull of the tubing-tubing connector functional testing for the reported malfunction code soft cannula bent/kinked/crimped after removal - blockage. Conclusion: testing did not confirm the reported issue; no nonconformance identified. Return samples testing: returned samples from the relevant lot were requested; however, the customer confirmed that the sample is not available for return. Conclusion: visual and functional testing could not be performed due to lack of sample availability. Assessment will be based on other available evidence. Corrective and preventive action (CAPA) determination assessment - conclusion summary of complaint investigation: based on the above investigation, further investigation was required because the following threshold was met 3 or more complaints exist for the same lot and similar malfunction(s). Statistical analysis result: after assessment of the failure via product trending over time with control charts, the risk has been deemed as within accepted limits. No further action is required. CAPA determination = no CAPA required. Complaint unconfirmed: following investigation, the report failure could not be confirmed for this complaint. Complaint unconfirmed: following investigation, the reported failure could not be confirmed for this complaint.

Event description:
To date no additional patient or event details have been received.